Event description:
The physician accessed the right brachial artery with a 7fr sheath to deploy the stent in the right subclavian artery to cover a pseudoaneurysm. He advanced the stent through the sheath and to the target. As he started inflating the balloon the stent migrated backwards (toward the shaft) of the balloon catheter. This caused the distal end of the stent to be dilated at the proximal end of the balloon. The physician immediately deflated the balloon and attempted to retract the balloon back into the stent. This was difficult but they were able to do it. The stent was not located distal to the target. It was deployed but not at the target. No harm came to the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.